Event description:
It was reported that during a gastric bypass procedure, the staples seemed to not form on one side of the reload (specimen side). The surgeon could not determine if staples formed on that side despite questioning. The reported misfire occurred on the last firing of the procedure. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). The analysis found that the device was received in good visual condition and with an ecr60d cartridge loaded on the device; it was noted to be fully fired. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event could not be confirmed as no malformed staples were noted during functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Possibly the 10th firing. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green. If buttressing material was utilized, which product was used? Na. Was the instrument fired across or near an existing staple line or clip? Not noted. If any unexpected noises were heard, when were they heard? None noted. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not noted. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. How was the case completed? The incident occurred on the last firing.